Event description:
Customer reported experiencing a past event of low blood glucose level, though the specific value was unknown and marked as "low." Cause was not known. Consumed glucose tablets and carbohydrates to manage the situation and consulted with technical support regarding the continuous insulin delivery system's settings, confirming control-iq was operational at the time. No third-party assistance was required, and cts recommended consulting a healthcare professional to discuss what might be affecting blood glucose levels. Customer acknowledged and understood these instructions.